Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the implantable pulse generator (ipg), pacing was not delivered as programmed after the leads were connected. Additionally, the "atrial part of screw was strange without sound when spin the screw". The ipg was replaced with another device. No patient complications have been reported as a result of this event.